Event description:
A customer contacted beckman coulter inc. (Bec) to report a liquid leak around the pinch valve (vl) 4b in the coulter lh 780 hematology analyzer. The customer was troubleshooting the instrument for hemoglobin (hgb) incomplete computation (non-numerical) when the leak was discovered. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves during the time of the event. The customer did not come in contact with the fluid and medical attention was not sought. There was no change to patient treatment, nor were there erroneous patient results reported as a result of this event.

Manufacturer narrative:
Customer technical support guided the customer in mediating the leak. The tubing that drains the hgb cuvette, pinch valve (vl) 4a, was found to be the source of the leak. The customer replaced the affected tubing. There was no further evidence of leaking. The customer has not reported any recurrence of leaking to date. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.